Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis patient reported she had abdominal pain and had been diagnosed with peritonitis at the clinic earlier in the day on (B)(6) 2018. During follow up the patient's nurse reported the patient had a chronic urinary tract infection. The urinary tract infection led to a yeast infection that was later attributed as a causitive factor for the peritonitis event. The patient was prescribed antibiotics ceftazidime and vancomycin. The urinary tract infection was present prior to starting peritoneal dialysis. The patient was hospitalized (B)(6) 2018. The patient was transitioned to hemodialysis and was last reported to be recovering. The patient was still in the hospital as of (B)(6) 2018. There was no allegation of a malfunction of the cycler or set contributing to the peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional information become available regarding a serious adverse event experienced by a patient and/or user related to a fresenius device(s) and/or product(s), please re-submit for a clinical investigation review and the need for a clinical investigation will be re-evaluated accordingly.

Event description:
Clinical information: a temporal relationship exists between the liberty cycler, liberty cycler set and the reported adverse event(s) of abdominal pain, fibrin and peritonitis. However per the pdrn¿s statement on 16/feb/2018, the patient had a known history of chronic uti¿s, which in this instance, lead to the development of a yeast infection and the likely cause of the peritonitis. Additionally, there is no documentation or indication a fresenius device(s) caused or contributed to a serious adverse patient outcome. Furthermore, there is no allegation of the machine malfunctioning or the machine not performing as expected.